Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardiac monitor exhibited undersensing leading to pause episodes. It was believed that the signal dropout was due to the patient positioning where the electrode and tissue were not in contact. No intervention was performed since reprogramming was not possible. The patient will continue to be monitored.